Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Consumer is alleging that the unit was set at the lowest speed when it allegedly stopped abruptly and allegedly threw her from the chair.

Manufacturer narrative:
The consumer received a replacement device and the device is working properly. The device in question was never received back for evaluation.

Event description:
Consumer is alleging that the unit was set at the lowest speed when it allegedly stopped abruptly and allegedly threw her from the chair.